Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported. Unknown lcp drill (part# unknown, lot# unknown, qty unknown). Unknown va locking screw (part# unknown, lot# unknown, qty unknown).

Manufacturer narrative:
This report is for an unknown distal femur plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a nine-hole 4.5mm locking compression plate (lcp) distal femur plate was implanted but the lcp drill guides would not thread into the plate and the locking screws would not lock into the plate. It was found that the surgeon initially tried to implant variable angle (va) screws into a lcp plate which are not compatible. The surgeon then used a va plate instead of the lcp distal femur plate. This report is for a distal femur plate. This is report 1 of 1 for (B)(4).